Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a photo was attached, showing the top of a barricor tube with blood pooled in the stopper well. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6011665. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® barricor¿ had blood pool in the cork and smeared. No injury or medical intervention reported.